Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump alarmed battery out limit. Every time he changes the battery the device alarm reoccurs. Customer also stated he was attempting to bolus but when attempted to enter the numbers they just continued to scroll through. The device is now alarming button error. Customer was advised to discontinue use of the device and revert to back up plan. Customer's current blood glucose was 305 mg/dl. Customer isn't returning the device for analysis.